Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted pieces of the sac were missing, approximately (2.0cm x 1.0cm). Which indicated a balloon rupture with pieces left behind. The missing pieces were not returned for evaluation. Introduced water into the inflation lumen and experienced obstructions that impede flow. Microscopic examination found no conditions that could be associated with the reported event. The exact cause on how and when problem occurred could not be determined. Root cause of the reported event could not be identified as no condition was found that could be associated with the reported event. According to the customer, the date of the reported event was (B)(6) 2019. The affected catheter expired on (B)(6) 2019; therefore, the customer used an expired product. The reported event is use-related since the customer used the product after the expiration date. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex" correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leakage occurred due to the balloon damage. Per email received from the ibc representative on (B)(6), there were missing pieces from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that urine leakage occurred due to the balloon damage. Per email received from the ibc representative on 14-aug-19, there were missing pieces from the balloon.